Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the biomedical engineer received a chiller harness field notification, and four hours later it was noted that the heater worked intermittently. A burning odor was then noted in the room. Per troubleshooting, the device was placed into manual mode with the target set to 42c. The water heated to 40c before manual mode was stopped.

Event description:
It was reported that the biomedical engineer received a chiller harness field notification, and four hours later it was noted that the heater worked intermittently. A burning odor was then noted in the room. Per troubleshooting, the device was placed into manual mode with the target set to 42c. The water heated to 40c before manual mode was stopped.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event was a duplicate record of an event that has already been reported to the FDA.